Event description:
It was reported that the extension was fractured and high impedances, greater than 40,000 ohms, were measured on electrode three. Impedances of the lead were tested and impedances were normal. The extension was faulty and it was replaced. Impedances were measured to be within normal range with the new extension. The problem was found during implant and did not require another trip to the operating room to resolve. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional review determined re-tunneling is considered a serious injury.

Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID neu_unknown_lead, product type lead. (B)(4): analysis of the extension found the body of the conductor was broken within 10 cm of the connector area. The #2 conductor was broken 2.8 cm from the proximal end. Circuit 2 was open and there were no shorts between circuits.